Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. After advancing a non-boston scientific (bsc) guide catheter, a non-bsc guidewire was used to cross the lesion. Following pre-dilatation with a 2.5 x 12mm balloon, a 32 x 3.00 promus premier select drug eluting stent was advanced but failed to cross the lesion. The device was removed and the lesion was again dilated with a 2.5mm noncompliant balloon. The physician advanced the same device; however, during introduction, the proximal hypotube broke. Additionally, it was noted that the device was kinked. The device was removed intact and the procedure was completed with another of same device followed by post-dilatation with a 3.25 x 12 noncompliant balloon. There were no complications reported. The outcome was good and the patient was stable post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. After advancing a non-boston scientific (bsc) guide catheter, a non-bsc guidewire was used to cross the lesion. Following pre-dilatation with a 2.5 x 12mm balloon, a 32 x 3.00 promus premier select drug eluting stent was advanced but failed to cross the lesion. The device was removed and the lesion was again dilated with a 2.5mm noncompliant balloon. The physician advanced the same device; however, during introduction, the proximal hypotube broke. Additionally, it was noted that the device was kinked. The device was removed intact and the procedure was completed with another of same device followed by post-dilatation with a 3.25 x 12 noncompliant balloon. There were no complications reported. The outcome was good and the patient was stable post procedure.

Manufacturer narrative:
E1-initial reporter address 1: (B)(6). Device evaluated by MFR: the promus select ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 68 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.